Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The de novo lesion being treated was located in the non tortuous, calcified, 80% stenosed mid riva. The vessel was pre dilated with a 15 mm length balloon. The physician deployed a taxus express2 3.00 x 28 mm drug eluting stent to 9 atm. The delivery system balloon was difficult to remove from the stent. The balloon was removed with great difficulty/force. When pulling the delivery system, the guiding catheter moved forward and the complete system was then removed and the balloon was intact. No patient complications were reported. The patient's status is reported as satisfactory/good.